Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. It was noted that there was high ra threshold 3v manual test on (B)(6) 2012. The corrective action was, the doctor decided to observe that event for 3 months. In (B)(6) 2012, the ra threshold decreased to an acceptable value. The facility was (B)(6) , (B)(6) in france. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).